Manufacturer narrative:
(B)(4). The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.

Manufacturer narrative:
This serves as a correction report. The returned meter was investigated and a new issue was observed. Meter did not power on with strip insertion. The meter did power on with button depression. A blank screen was not observed. The complaint is not confirmed.

Manufacturer narrative:
The returned meter was investigated with retained test strips. The complaint was not confirmed and a new issue was observed. Meter powered on with button depression however not with test strip insertion. Blank screen was not observed.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.